Event description:
Facility reports that as they were checking the uno 100 lift for service that the lift would run up ok, but that the red emergency release would spin down by itself. No injury reported. No one was in the lift at the time.

Manufacturer narrative:
Replacement actuator was shipping out to the facility. Lift is out of service until repairs have been completed.